Manufacturer narrative:
Examination was not possible, as the product remains implanted. The complaint is non-verifiable and the need for corrective action is not indicated. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During surgery, the clavical pin broke in two places. The broken pin remains implanted in the pt.